Event description:
The pt has 2 leads (from the same lot) implanted as part of his scs system. It was reported the pt is not receiving effective stimulation. Reprogramming was unable to resolve the issue. X-rays were taken and revealed lead migration. The pt is to undergo surgical intervention at a future date to address the reported issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.